Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the probe cover, which we¿ve not been extremely happy with since it was changed to a thicker plastic, now seems to be causing the cord on our probe to pull out causing what seems like the snowing on our screen. "